Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 14f non-abbott sheath, there was resistance occurred during insertion, and the vascular intima was potentially damaged during this time. After that, the physician advanced the small flexnav delivery system, and a similar resistance was felt. The delivery system was removed, and a new small flexnav delivery system was chosen. The valve was successfully implanted using the delivery system. After the delivery system was removed, the access site to be closed using a perclose prostyle closure device. During closure, bleeding was noted from the puncture site, and the blood pressure decreased to around 50mmhg. The bleeding was stopped with surgical sutures. The physician stated that the decrease in blood pressure was not related to the perclose prostyle. A blood transfusion was provided. The patient was reported to be recovering.

Manufacturer narrative:
An event of difficult advancement, use-related tissue damage, hemorrhage, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint database was reviewed and revealed no related incidents for this lot. Information from the field indicated that there was resistance occurred during insertion, and the vascular intima was potentially damaged during this time. After that, the physician advanced the small flexnav delivery system, and a similar resistance was felt. The delivery system was removed, and a new small flexnav delivery system was chosen. During closure, bleeding was noted from the puncture site, and the blood pressure decreased to around 50mmhg. Based on the available information, the reported tissue damage appears to be related to the difficult advancement. However, the root cause of the reported hemorrhage and hypotension could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.